Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Further information and the additional images were requested.

Event description:
On (B)(6) 2016 a patient underwent treatment of a thoracoabdominal aneurysm. It was reported gore® viabahn® endoprostheses were positioned into the celiac and superior mesenteric arteries, extending into the aorta in a snorkel position with a conformable gore® tag® thoracic endoprosthesis positioned distally above the lowest renal artery. The gore® viabahn® endoprostheses were reinforced with self-expanding stents. Additional gore® viabahn® endoprostheses were advanced through the right femoral artery and positioned into the left and right renal arteries, extending into the conformable gore® tag® thoracic endoprosthesis in a snorkel position and held in place by a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg endoprosthesis, also advanced from the right femoral artery. Two contralateral leg components were advanced via the left femoral artery. One contralateral leg component was used to extend the trunk-ipsilateral leg component. The patient tolerated the procedure and the final angiogram revealed patent renal and visceral vessels and the aneurysm was excluded. The day after the procedure the patient was suffering from slight bowel ischemia and a renal bleed on the right side. It was reported the cta showed all devices to be patent and intact. Cannulation of the celiac and superior mesenteric arteries took 2 hours and it was reported that this could have led to peri-procedure embolism and subsequent bowel ischemia. As reported to gore, the position of one of the renal guidewires was positioned quite distally at one point during the implant procedure, which may have contributed to or caused of the renal bleed, but this could not be confirmed. It is not known how the renal bleeding was treated. Four days following the procedure the patient underwent a laparotomy with stoma to treat the bowel ischemia.

Manufacturer narrative:
Further information and the additional images are not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia and renal failure.

Event description:
The most recent update on the patient on (B)(6) 2016, that the patient was still in the hospital, but was mobile.